Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up appointment in 2005, no patient complications were reported.all other information is unknown and unavailable.